Manufacturer narrative:
Approximate age of device (age of device: 5 years, 3 months, 7 days). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted on (B)(6) 2013. It was reported that the patient was seen in clinic for low speed advisory and pump stoppages. The patient's driveline has been secured with rescue tape and obscures the view of the driveline. The account communicated the patient believes the alarms only occurs when he is connected to wall power. Technical services reviewed x-rays, and the images were unremarkable. An ungrounded power module patient cable was requested. Additional information was requested and not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed operation and pump stoppage events were confirmed based on review of the submitted system controller log file. These events appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on pump support with an ungrounded patient cable and no further events have been reported. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that during a clinic visit on (B)(6) 2018, the system controller history file showed low speed advisory events and the pump stopping only when connected to a grounded (regular) patient cable. A log file submitted to the manufacturer's technical services department for analysis confirmed the reported events occurred on (B)(6) 2018. Follow-up information received from the vad coordinator stated that the patient's lvad system was inadvertently connected to a grounded patient cable during the clinic visit, which resulted in a pump stoppage event. The patient has utilized a non grounded patient cable for power module support since (B)(6) 2018 due to a suspected short-to-shield driveline issue.